Event description:
It was reported that this right ventricular (rv) lead was damaged. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that there was a concern of this right ventricular (rv) lead being fractured. A lead revision procedure was completed, however, the physician decided to plug this lead to the lv port on the cardiac resynchronization therapy pacemaker (crt-p) in order to maintain MRI compatibility. This lead remains in service. No additional adverse patient effects were reported.